Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video telescope exhibited anti condense failure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to the regional service center for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the fibre bonding in the outer tube area (distal end) is damaged. The llk plug of the video cable section contains foreign material. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the additional failures are cause not established no further escalation is required. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.